Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the tip of the gold probe came off inside of the biopsy channel causing complete blockage, during the procedure. This resulted in the scope having to be sent out to be repaired. Another scope was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.